Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v609427, implanted: (B)(6) 2011, product type lead; product ID 3093-33, lot# v609427, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was initially reported that the patient was experiencing a burning sensation over the battery site in hip. Also, the patient had pain when she trying to "scoot" in bed, or make movements. The patient was admitted to the hospital for a surgical procedure unrelated to interstim therapy. The patient had arteriogram, and left arteries were cleared out. The burning and pain started after the patient was admitted to the hospital. The therapy was turned off, and the patient reported the burning felt less noticeable/gone. The patient had a loss of therapeutic effect - they were going to the bathroom 8-10 times last night, and was questioning if the battery was getting low. Additional information received noted that the patient was reprogrammed on (B)(6) 2013. The patient's amp was 2.0. One of the lead wires was bent and would need to be replaced in the future. Now that the stimulation was in her right hip, the patient was feeling painful vibration. The pain felt like stinging and burning. The patient fell last summer and the patient suspected that caused the wire damage. The patient had questions regarding what to do when she felt pain. If additional information is received, a follow up report will be sent.